Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Customer loaded a new cartridge to resolve the issue; subsequently, a cartridge alarm 6 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Blood glucose level was 152 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.